Event description:
It was reported the patient had deep brain stimulation therapy and ¿they don¿t seem to be working properly.¿ the patient was not moving well and was very foggy due to the fact that the stimulators were thought to be turned off. They were showing they were turned on because the light was green when hitting the test button. The patient went into his business the morning of this report and was fine. Then he just ¿shut down¿ at about 10:30am. All of a sudden the patient lost energy and couldn¿t really move. After checking the devices, at first only the 9 volt battery light was showing on the left side and all 3 green lights were seen on the right side. After checking the left side again, all 3 green lights were seen, indicating that both implantable neurostimulators (ins) were on and the batteries were okay. The patient was on the way to the hospital at the time of this report. Refer to manufacturer report # 3004209178-2013-20384.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v135050, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v192123, implanted: (B)(6) 2009, product type lead. (B)(4).